Manufacturer narrative:
Citation: aarts et al. Nationwide analysis of pci after tavr from the netherlands heart registration. Catheter cardiovasc interv. 2026 feb;107(3):824-832. Doi: 10.1002/ccd.70428. 10. Epub 2025 dec 10. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a percutaneous coronary intervention after transcatheter aortic valve replacement (tavr).  The study population included 419 patients who were predominantly male with a mean age of 79 years old.  Multiple manufacturers¿ devices were implanted in the study population; 118 patients were implanted with medtronic devices included corevalve, evolut r, or evolut pro bioprosthetic transcatheter valves.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: myocardial infarction (mi) and percutaneous coronary intervention.  No further information was provided pertaining to medtronic products.